Event description:
It was reported that the patient experienced inadequate stimulation from the deep brain stimulation (dbs) system due to high impedance readings on one lead extension. Therefore, the patient underwent a revision procedure wherein one lead extension was explanted and replaced successfully.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 21168838. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 21302327. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 21168838.